Manufacturer narrative:
The alleged complaint is confirmed. Visual review of the returned implants, 26012602 lot 1678896 and gljg2646 lot 1679178, reveal that the implants are worn and scratched from years of implantation. These lots were manufactured in 2016. Review of the design history record (DHR) for the subject manufacturing lot indicates that these implants were manufactured to specification. There are no trends for these implants and failure. Wear can be seen in the inside of the gladiator® bipolar, likely due to the 10 years of implantation. Scratches and damage can be seen on the femoral head. It is unknown if this damage was due to the dislocation, wear from years of use, or from attempts to separate the head from the neck. Based on the provided incident description, this implant failure appears to be due to the patient exceeding the implants range-of-motion. According to the mpo hip systems package insert (150803-9), the patient must be advised of the limitations of the reconstruction and the need for protection of the prosthesis from full weight bearing until adequate fixation and healing have occurred. The patient should be cautioned to limit activities and protect the replaced joint from unreasonable stresses and possible loosening, fracture and/or wear, and follow the instructions of the physician with respect to follow-up care and treatment, and periodic, long-term follow-up is recommended to monitor the position and state of the prosthetic components, as well as the condition of the adjoining bone. Periodic post-operative x-rays are recommended for close comparison with early post-op conditions to detect long term evidence of changes in position, loosening, bending, or cracking of components.? This document also lists dislocation, migration and/or subluxation of prosthetic components from improper positioning, trauma, loss of fixation and/or muscle and fibrous tissue laxity? As a potential adverse effect for total hip arthroplasty. Mpo will continue to monitor this issue through complaint tracking.

Event description:
Allegedly, the rep received information that the inner head dislocated from the g26 bipolar. The patient is scheduled to be transferred from the hospital where the original surgery was performed to another hospital for conducting a revision surgery. As of today, no detailed information about revision surgery is available. <update as of (B)(6) 2026> revision surgery had conducted on (B)(6) 2026. The doctor commented as follows; the cause of the dislocation was that the patient attempted to walk with the legs spread widely to the sides. In addition, it was suggested that the slightly long neck length may have caused the cup to lock against the acetabulum, leading to the dislocation. During the revision surgery, the m size head was removed and replaced with an s size head, and the cup was exchanged to 46mm. (B)(6).